Event description:
It was later reported that the lead was replaced.

Manufacturer narrative:
Product event summary: analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the pace/sense portion of the right ventricular (rv) lead had high and unstable threshold. The rv lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(6). (B)(4).